Event description:
The user facility reported to terumo cardiovascular systems, that during cardiopulmonary bypass surgery, the shunt sensor leaked. The product was changed out. The surgery was completed successfully and without delay. There was less than 1cc blood loss. There was no pt injury.

Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a follow-up report when the investigation is completed and more information becomes available. (B)(4).